Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a partial display on the screen. The customer also reported that the insulin pump delivered a 9.0 unit bolus that he did not program. The customer stated that the insulin pump had been dropped before going to bed. Unable to view the bolus history due to the partial display. The insulin pump began delivering again with no input from the customer. Advised him to discontinue using the insulin pump as it needed to be replaced. Nothing further was reported.